Event description:
It was reported that stent damage occurred. After unpacking, a 2.75mm x 28mm liberté was removed from the hoop and the stent was found to be lifted. There was no resistance during removing the device from the hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. After unpacking, a 2.75mm x 28mm liberté was removed from the hoop and the stent was found to be lifted. There was no resistance during removing the device from the hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a liberte/veriflex stent delivery system (sds) with a stent and a shelf box, product pouch, carrier tube (hoop), product mandrel and protective tubing. The batch number on the returned device and packaging matched the reported batch number. There was no visible blood or contrast on the device. The stent was secure between the markerbands on the tightly folded balloon; however, there were several damaged struts in the first four (4) proximal rows of stent struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).